Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences persistent numbness in her arm. The pt developed new pain in her back which intensifies with activity and when stimulation is on. The pt's established pain pattern is legs and pelvic region. The pt plans surgical intervention at a later date to address the issue.